Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A different device was returned than was originally reported. A sealed representative samples with the appropriate pack aging. Visual inspection noted the first returned photo contained a view of a 45ctamt reload. Fully formed staples could be seen at the distal end of the reload. The second returned image contained a view of the surgical site. No definitive conclusions could be drawn from the image. It was reported that the staples did not deploy. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: particulate matter. Visual inspection noted the packaging was warped along the edges of the blister. Particulate type matter was observed in device packaging. The particulate looked like a black particle. One fiber type and two particulate type matters were observed within device packaging. One particulate type matter looked like a black particle located in the tyvek seal itself. One particulate type matter looked like a black particle within the blister. The fiber type matter looked like a black fiber. Residue was observed on the outside of the packaging. The fiber type matter looked like a cartridge material. One particulate type matter looked like shipping wedge material. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the 45-millimeter curved tip purple reload was used on the bronchus during a video-assisted thoracoscopic surgery (vats) lobectomy procedure. However, the device cut without stapling, resulting in the bronchus being cut open. Visually, some of the unformed staples that did not deploy fully were on the tip of the cartridge. To resolve the issue, another stapler was used. It was noted that the procedure time was extended for an unspecified time.